Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0n11s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the middle of a successful stage 1 test when she caught the grey patient cable on some furniture and pulled the cord extremely hard. This resulted in the lead-extension being pulled partially outside of the wound site and she had a sudden loss of all stimulation sensation. She also experienced pain at the extension location and less than 50% therapy relief. Her condition would be evaluated at the time of implant scheduled later the week of the report. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received later noted that patient was back to the or on (B)(6) 2014 where it was observed she had pulled on the patient cable so hard that the lead was completely pulled out of the foramen and the connection barrel had been completely pulled from the pocket to the externalized lead extension site. The patient had at least 7 days of positive test results before catching her patient cable on some furniture; the health care provider removed the existing lead, re-implanted a new lead and attached the lead to a new neurostimulator (ins). On (B)(6) 2014 the patient stated she was doing fabulous.